Event description:
It was reported while using unspecified bd syringe foreign matter was found. This occurred 104 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a case report received on 15-may-2023 by baxter UK from a healthcare professional in quantum professional. It was stated that while they performing the quality inspection for the bd plastipak 30ml syringes which were delivered on 10-may-2023, they found that there were too many rejects as there were presence of too many white particles present in them. They inspected 4 boxes consisting of 240 syringes out of which 104 were rejected. They have provided the images of the rejects syringes.

Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Upon visual evaluation, small particles are observed, these particles are polypropylene dust that entered the syringe. When polypropylene dust falls into the syringe, this substance is formed with the lubricant employed during assembly. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown, b.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd syringe foreign matter was found. This occurred 104 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a case report received on 15-may-2023 by baxter UK from a healthcare professional in quantum professional. It was stated that while they performing the quality inspection for the bd plastipak 30ml syringes which were delivered on (B)(6) 2023, they found that there were too many rejects as there were presence of too many white particles present in them. They inspected 4 boxes consisting of 240 syringes out of which 104 were rejected. They have provided the images of the rejects syringes.